Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.

Manufacturer narrative:
Initial information alleged that the patient experienced an event "initial event") and subsequently expired. Additional information received alleged tht the patient experienced cardiac arrest that was sudden in nature two months after the initial event and subsequently expired, which was caused by the patient's exposure to the product administered during dialysis treatment. Additional information has been requested to clarify the event dates and will be submitted upon receipt accordingly. This is one event for the same patient involving two separate products associated manufacturer report numbers: 1225714-2014-13052 and 1225714-2014-13053.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2003 and subsequently expired after the use of the product.